Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed communication error. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a communication error was confirmed through the review of the suspect pump module error log and event log; however, the error was not able to be replicated during testing. ¿ a review of the suspect pump module error log and event log observed a channel malfunction 221.2010.0 occurred on 13 january 2025 at 10:36 pm. ¿ laboratory testing was unable to replicate the observed channel malfunction. ¿ functional testing, a 24-hour infusion and preventive maintenance testing unable to replicate the reported channel malfunction and observed the suspect pump module to be operating withing specification. ¿ the software engineer concluded power is unstable on the module which doesn¿t let the software boot up and run properly. It was observed the device tried to boot up 5 times in the event logs, but only for 3 seconds and then it boots up again. On the 6th time, the malfunction occurs, which is a watchdog failure on the safety processor. There were no anomalies found in the software behavior that could had led to the channel malfunction. The inspection of the suspect pump module iui¿s observed the iuis to be in good condition. ¿ the inspection of the concomitant pcu (s/n: (B)(6)) device that was attached to the suspect pump module during the occurrence of the channel error could not be performed as it was not received for investigation. ¿ the review of the bd technical service manual explained that error code 221.2010 is a safety processor communications error on the pump module, which a timely response to a watchdog message is not received. ¿ the safety processor and microprocessor communicate with each other through a serial interface. The safety processor monitors the door sensor, safety clamp detector, pump encoder sensor, and air-in-line sensor. If a failure occurs, the safety processor shuts down the motor to put the pump module into a safe state. ¿ it was observed contamination of unknown fluids on the motor controller board, logic board and on the bezel sides. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ note to repair center: device was opened for this investigation, please ensure proper assembly and re-torque all screws to specifications. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported communication error was not determined. The returned device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04088, g04067, g04037, c0601, c17, d15, d07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the pump alarmed communication error. There was no patient involvement.